Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that there was no electrical continuity due to damage on the distal end. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive on the bending section cover and around the objective lens had a white-clouded area due to deterioration. It was also observed that the forceps could not be inserted smoothly due to a dent on the channel tube. It was observed that the lock engagement lever was deformed due to physical stress caused by handling. It was also observed that the adhesive around the light guide lens was peeled. It was observed that the connecting tube had a dent due to a handling issue. It was observed that the image had roughness due to damage on the charge-coupled device unit caused by image system malfunctions. It was also observed that the paint on the suction, air and water cylinders were peeled due to deterioration caused by stress during reprocessing, which is also attributed to handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: switch one and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope has air / waterflow issues. There was no patient/user harm or injury reported due to the event. The reported issue occurred during preparation of use for an unknown diagnostic procedure. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.